Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, dynaglide speed issues occurred. Rotablation was performed at 165,000 rpm's successfully. When the rotablator console was switched into dynaglide mode on several attempts, they could not get the rpm's to drop below 110,000 rpm's. However, the console was used to complete the procedure. After the completion of the procedure, a rotation test was carried out again. Dynaglide mode was within normal range. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)